Event description:
It was reported that the device's co2 module requires replacement. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the co2 module upon conclusion of the evaluation, it was determined that this was a malfunction of the co2 module, the replacement for which the customer is taking full responsibility. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Customer requested remote service.